Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm and a crack on the insulin pump. The customer's blood glucose level was 700 mg/dl. Customer states they do not use the sensor feature and is unsure if able to rewind. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.